Manufacturer narrative:
Block h6: imdrf code a041001 captures the reportable event of balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) dilation procedure performed on (B)(4) 2023. During the procedure, the balloon was successfully inflated to 16.5, however when it was attempted to be inflated to 18 it would not fill, almost like there was a hole/leak. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.